Event description:
It was reported that the touch screen was unresponsive and the ventilator could not be turned off. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A printed circuit board was replaced. The replaced part was requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.